Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when the infusion set's cannula was bent her blood glucose level went over 400 mg/dl. As a result the customer had to take a manual injection. On (B)(6) 2015 the customer delivered 10 units of insulin using a needle and her blood glucose level dropped to 24 mg/dl. The ambulance was called and she was taken to the hospital. In the hospital she was given glucose and they made her take her insulin pump off. The customer went through 8 to 9 infusion sets because of bent cannulas. The device was not returned.